Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 10 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that they had an increase in false positives. "

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents (ref. 44500301) lot 2018234 was performed by the review of manufacturing records, review of customer¿s data, returned material testing and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2018234 was manufactured according to specifications and met performance requirements. Customer reported an increase in positivity rate with the bd sars-cov-2 reagents system kit lot 2018234. Customer provided the database from instruments (B)(6). The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagent¿s instruction for use, except for one parameter. The customer did not set any color compensation for the rox channel (rnasep target) to the cy5 channel (n2 target), which could explain some of the customer¿s positive results n1 neg/n2 pos observed on instrument (B)(6). However, the customer complained mostly about n1 pos (fam) / n2 neg (cy5) results. This improper parameter setting therefore does not explain most of the customer¿s n1 only positive results. Analysis of instruments databases showed an increase of n1 pos / n2 neg results rates in march 2022 as well as with the use of lot 2018234. Nonetheless, complaint text revealed that after performing extensive cleaning of their laboratory, customer noticed their march positivity rate dropped from 25% to 1%. Moreover, lot 2018234 was used to test 645 samples including those in run 5760 ((B)(6)) which were identified in the complaint text as an example of the reported issue. Run 5760 ((B)(6)), contained 10 n1 pos / n2 neg results. Manual pcr curve adjudication was performed on these 10 results and on randomly selected n1 pos / n2 neg results from other runs in databases of instruments (B)(6). Analysis of pcr curves revealed late and low, but true amplification for n1 target without anomaly indicative of true low positive results for all the samples. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, environmental target contamination is the most likely cause to explain the customer¿s positive results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2018234. The root cause was not identified. However, environmental, or cross contamination are the most likely causes to explain the customer¿s positive results. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported while testing for sars cov-2 10 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that they had an increase in false positives. "